Event description:
Towards evening, one day after the pump was refilled, the pt experienced lethargy. The pt was admitted to the hospital. The pump was used to deliver compounded baclofen and dilaudid. The healthcare professional later reported that the pt experienced acute withdrawal. The pt symptoms included the cognitive symptoms, increased pain, nausea, respiratory problems, somnolence, and vomiting. The pump was replaced. The pt recovered without sequela.